Manufacturer narrative:
(B)(4). It is alleged that the device is not able to be retrieved. This is not labeled in the IFU. A 510(k) number k032426. William cook (B)(4) initially reported event under MFR report # 3002808486-2016-01252. New information was received identifying that the product was a cook inc. Manufactured device.

Event description:
It is alleged that "[pt] received a gunther tulip filter on (B)(6) 2010. " it is alleged that the device is unable to be retrieved without providing any additional details.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56